Manufacturer narrative:
After visual examination of an image of the tracer patten it was found that the tracing pattern did not include the columella as required. Improper tracer technique would cause inaccuracy. Software is functioning as designed. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Event description:
A medtronic representative reported that, while in an ent procedure, a 3mm inaccuracy was noted in the inferior and lateral direction. Fusion 2.2.2 was being utilized for this procedure. It was reported that the room below the operating room was a large, mechanical room. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Pt weight: patient weight not available from the site. A medtronic representative, following-up at the site, reported being able to scan a resin head and lisa demo head using bone fiducials and experienced no accuracy issues with this system. Subsequent procedures have been completed, without issue, using this navigation system. In testing, this issue was not able to be replicated. No patient logs/exams returned to manufacturer for analysis.